Event description:
The customer reported that the insulin pump alarmed motor error during basal. Troubleshooting was performed. Ran a displacement test and the insulin pump alarmed off no power. A new battery was installed and the insulin pump did not turn on. Advised the customer that a replacement of the insulin pump would be sent. It was stated that the customer was not using recommended batteries. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.